Manufacturer narrative:
The insulin pump no button error alarm noted. However the insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked case at display window corner (upper right, lower left and lower right corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.